Event description:
A reporter contacted lifescan on behalf of the pt and alleged that pt's meter was set to the incorrect unit of measurement. The reporter stated that approximately one month ago, the pt tested on pt's meter and obtained a result that pt interpreted as "42.8 mmol/l" (the reading might have been 428mg/dl, equal to 23.77mmol/l, as 1-meter was I n the wrong unit of measurement 2-meter reads only as high as 33mmol/l). Pt took a large dose of insulin (type and amount of insulin not known and then went to bed. The following morning pt's partner woke pt up. Pt knocked somethings over and then began shaking, biting on their tongue, and their eyes were rolling. Pt then fell against a dresser and then fell to the floor. Pt's partner called an ambulance and the pt was taken to the hosp. No results from the paramedic or hospital meter were reported. The reporter stated that the pt was treated; however, the diagnosis and treatment is not known. Pt was discharged at the end of the day and when they arrived home, they tested on their meter and obtained a result interpretered as "40.3 mmol/l," (the result might have been 403mg/dl which equals to 22.38mmol/l). Pt contacted family member who has diabetes, to test on their meter and after arriving at pt's family member's house, obtained a result of 19 mmol/l (342mg/dl). The pt's family member began pressing buttons on their meter to try to find out what was wrong with the meter. In the course of pressing the buttons, the meter was reset to the correct unit of measurement. The pt received high results consistent with their treatment. Due to the wrong unit of measurement, they interpreted the results as higher than they were. In this circumstance one expects hypoglycemia as a consequence, but the pt's blood glucose event after being treated at the hospital was high, based on both meters use. This case is being reported as a malfunction due to the fact that meter was in the wrong unit of measurement while the pt does not recall going into the meter settings. A replacement meter has been sent.